Event description:
It was reported that a large volume folfusor was leaking. It was filled with 67.52ml of fluorouracil and 172.48ml of nacl. The reporter stated that the leak was observed after connecting with the patient. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). This lot was manufactured between january 2, 2013 and january 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A photo of the sample was provided for evaluation. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: actual sample was not available for evaluation; however, picture was available for inspection. The reported condition was not confirmed during photographic inspection. Should additional relevant information become available, a supplemental report will be submitted.